Event description:
The customer reported obtaining low sodium and high chloride patient results due to low anion gap values on their dxc 600 pro clinical chemistry analyzer. The customer repeated the patient samples with normal results. The initial results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced the carbon bridge to resolve the issue. The fse performance calibration integrity check and verification check, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case: (B)(4).